Event description:
It was reported that during an open total prostatectomy, the electrode peeled during use and the device became not to be activated. No fragment fell into the patient. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The devices were received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the devices when the jaws are fully or partially opened, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are opened. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device b batch j9186h. Mfg date 5/24/2012. Exp date 4/24/2014.